Event description:
Pt reported experiencing a blood glucose level of 90 mg/dl on (B)(6) 2012 at 10:30 pm; she ate a banana and then went to bed. Pt stated on (B)(6) 2012 at approx 3:00 am, her partner woke up and found her unconscious. Pt reported she had a seizure and had bitten her tongue. Pt stated her partner call the ambulance and the emergency doctor gave her glucose for a blood glucose level of 17 mg/dl. Pt reported she woke up in her apartment. Pt stated rec'd stationary treatment from (B)(6) 2012. Pt reported the diabetes counselor checked the infusion device's history and noticed the device had delivered a bolus of 10.0 units of insulin. Pt stated she had not programmed this bolus. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.